Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the patient was implanted about 3.5 weeks ago and their pain level has been up and down, but the patient is not feeling the stimulation. Caller stated that they have upped the stimulation 3 times in group a from 4.8 to 6.5, but the patient has not felt anything. Caller added that they thought maybe a wire came out or something. Agent walked caller through connecting the handset and communicator to the implant. Caller was in group a with programs 1-6.7. Agent had caller switch to group b and caller confirmed the patient did not feel any stimulation. Caller confirmed that after the implant was put in the patient did feel the buzzing sensation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.  Patient stated they had been having a lot of trouble with pain and the therapy did not seem to be working right. Patient saw their healthcare provider about 2 or 3 days ago and the healthcare provider suggested the patient call manufacturer. Patient reported that their back was bothering them a lot and the issue began several days ago. Patient stated that their pain was down to 2.5 but then it was going up and coming back down. Patient stated that they were told to use group a and that after a week of trying to raise the stimulation a number of times, to try group b and do the same thing. Patient noted that they raised the stimulation once on group b but at that time they didn't feel anything. Patient mentioned they tried adjusting stimulation 3 times and haven't felt a tingle/ extra impulse or something. Patient mentioned they increased stimulation from 4 to 7 and hasn't felt anything. During the call, agent walked patient through connecting to their settings and adjusting therapy. Patient confirmed increasing intensity in group a, group b and group b but still did not feel any stimulation. When patient switched to group b, patient mentioned they felt tingling in their knee. Agent had patient switch to group c and patient was able to increase the intensity but still felt no stimulation.  The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.